Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15jul2020.

Event description:
It was reported to philips by the biomed that the device has post (power on self test ) alarm. The device was not being used on a patient at the time of the event. There was no adverse event to the patient or user as a result of this event. The device was evaluated by the customer with assistance from a philips remote service engineer (se). The se advised the biomed per the service manual, to replace the pcba cpu (printed circuit board assembly central processing unit). The customer was provided with the part identification information to order the replacement part.

Manufacturer narrative:
G4: 22jul2020 b4: (B)(6)2020 it was reported to philips by the customer (biomed) that the device had a post (power on self test ) alarm with flash programming error. The biomed stated the issue was noted during the incoming functions test after the device was received on loan from another facility. The biomed stated the issue was discovered during routine service/testing. A good faith effort was made to the biomed who reported this issue. On (B)(6) 2020, the biomed reported that the device had not been repaired and that the decision to repair the device had not been made and requested to close the case. The biomed stated that if the owner facility wishes to repair the unit, they will reach out to philips to reinitiate the process. A supplemental report will be submitted if new information is received. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.